Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00680, 3005168196-2018-00681. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the right femoral artery using penumbra coils 400 (pc400¿s) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician experienced difficulty while attempting to advance a pc400 through a px slim delivery microcatheter (px slim). After reaching the target vessel, the physician used the handle to detach the pc400. Upon removal of the px slim, the physician noticed that the pc400 returned with the px slim and that the pc400 was not detached. The procedure was ended at that point. There was no report of an adverse effect to the patient.